Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: this is to inform that cx has identified and quarantined syringes due to highly visible debris within the barrel.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: this is to inform that cx has identified and quarantined syringes due to highly visible debris within the barrel.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1356554. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.